Manufacturer narrative:
H10: additional information received by the manufacturer identified that this event should be re-evaluated for MDR reporting. The new information received confirmed that the broken item was discovered when the femoral implant impactor was disassembled on the back table after the surgeon was done using the device. The reassessment determined that the device damage did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803. If further details are provided, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during a left tka surgery, one of the plastic posts on the back of the journey fem impact bumper lt broke off and was stuck in the femoral implant impactor. This was discovered after the instrument was disassembled and the implants were already in place. The surgery was completed with the same reported device, it was not delayed and the patient was not affected.

Manufacturer narrative:
Internal complaint reference: (B)(4).